Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee surgery, the inner package of a tibial bearing was open. It was also reported that the inner package only had two label stickers. The surgery was finished with a second device of the same size. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified that the sterile packaging has been opened and there are only 2 patient labels. There is uniform seal adhesive transfer across the seal area indicating that it was properly sealed during manufacturing. The inner sterile barrier has not been breached. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.